Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received several shocks over a six day period. It was noted that the patient was having atrial fibrillation (af) with rapid ventricular response and medication complications. Review of device memory showed several non-sustained episodes, however, none of the therapy episodes were available. Boston scientific technical services (ts) discussed device therapy decisions, episode priority and episode storage limit. No adverse patient effects were reported.

Event description:
It was later reported that this patient expired 26 days later. There was no allegation or evidence linking the patient's death to the device performance.

Manufacturer narrative:
The device has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.